Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism. Apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defib conductor was distorted and fractured due to overstress, the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism. Apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and a breached cut. Apparent explant damage. Corrected adverse event.

Event description:
It was reported that the system was explanted due to twiddler's syndrome. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.